Manufacturer narrative:
(B)(4) date sent: 4/25/2016. Information was not provided by the contact. Batch # (B)(4). The following information was requested, but unavailable: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? What was the procedure? How was the procedure completed? Response: no additional information. The device was returned with the blade tip broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "an alleged issue occurred with the device details unknown ". The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device details unknown. There were no patient consequences reported. It is unknown how case was completed.